Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a blank display/ could not boot up the device. No patient involvement was reported.